Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had high blood glucose because his insulin pump was malfunctioning. Customer stated that his insulin pump was not delivering the correct amount of insulin that it was programmed. Customer stated that the insulin pump was shutting down in the middle of the bolus delivery and did not deliver the full amount. Customer also stated that the lead screw test failed twice. Nothing further was reported.